Event description:
It is reported that: the patient has bilateral rejuvenate hip implants. The patient began experiencing pain in his left hip in (B)(6) 2012. The patient saw his surgeon on (B)(6) 2012 because of pain and a severe lack of mobility in the left hip. The pain is very intense and at times the hip locks up. When this occurs, the patient has to walk backwards or laterally to remain mobile. The patient states that he cannot lift his leg forward more than six inches, put on his socks or sleep lying on his left side. The patient describes the pain as an intense toothache that doesn't go away. The surgeon sent him for blood test, an MRI and an aspiration. The blood test indicated elevated metal levels and the MRI showed a pseudo tumor. The patient was referred by his surgeon to dr. C. For a second opinion. The patient repeated the blood tests and MRI. A revision surgery is scheduled tentatively for (B)(6) 2013. Additional information received from sales rep on (B)(6) 2012: it was reported that, the patient had a lt tha on (B)(6) 2011 and has never done well, is experiencing chronic pain. The patient has bilateral rejuvenate hips. The right is doing well. He currently wants his left hip revised.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.